Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product returned. Upon visual inspection there are circular indentations on the returned liner. The locking ring was returned still inside of the shell. The chamfer of the ring was in the correct position when returned. The ring had a visible bend and was removed from the shell for measurements. The locking ring was measured for both height and width and found in conformance with the print. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05698.

Event description:
It was reported that this bipolar liner did not insert into the bipolar shell. This surgery was finished with backup product. It was found that ring was bent. Attempts have been made and additional information on the reported event is unavailable at this time.